Manufacturer narrative:
The device ro13023 has been inspected for investigation purposes. The tests performed confirmed that the monitor arm was not screwed in properly. The monitor arm was tightened.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the monitor stand/table was non-functional. There was no patient involvement reported.